Manufacturer narrative:
The bench repair technician (brt) found that there was a constant repeated fetal heart frequency (fhf) device error in the alarm overview. The brt determined that the fhf device error was produced by a defective connected ultrasound sensor. The cause of the reported loudspeaker problem was the defective connected ultrasound sensor. The third-party service engineer provided their analysis findings that the sensor was defective.

Event description:
It was reported that the avalon fm30 fetal monitor indicating that there was a loudspeaker failure. A good faith effort (gfe) was made to determine whether the speaker produced sound, but no additional information was provided. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The diagnostic/functional testing was performed at the philips authorized repair facility. Functional testing indicates that in the alarm overview, there was a constant repeated fetal heart frequency (fhf) device error. The fhr error was produced by a defective connected ultrasound sensor. The cause of the reported problem (loudspeaker failure) was unknown after receiving no additional information from a gfe regarding the cause. The reported problem was not confirmed.